Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During a clinic follow-up, episodes of crosstalk and automatic mode switch were observed on the device. Provocative testing was performed, but the noise was unable to be reproduced. Additionally, diagnostic imaging was performed, but no abnormalities were observed. Technical support was contacted, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.